Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead exhibited rising measurements for impedance and thresholds to high values. Repositioning was attempted twice, but experienced the same issue. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.